Manufacturer narrative:
The investigation is based on the logs evaluation: the customer had problems with the puc, repeated fail on test of insp pressure with very low values close to zero (insp pressure too low), but all of a sudden pass with an approved value of 57. They have also changed between different exp cassettes in the last few months before the problem. There also seems to have problems with writing/reading to/from the cassettes. In the technical log, it seems that reading from the exp cassette stops working (measurement timeout) at the same time as "patient disconnect". Hfo disconnect is based on a leakage calculation. If the leak exceeds a certain value, it is counted as a patient disconnect. The leakage is calculated using insp and exp flow. If we assume that measurement of exp flow does not work well (measures very low), the leakage will falsely be high and the alarm will be triggered. The message in the technical log "meas timeout, no signal amplitude" also indicates that. I suspect that there is something wrong with the contact between ventilator and exp cassette. E.g. That there is dirt or coating on the contact on the ventilator side that affects the analog signals (pressure, temperature, flow). Basing on the assumption that there seems to have been similar problems with several different exp cartridges according to the logs. In cases with similar problem description, the problem has been remedied by replacing expiratory channel connector printed circuit board (pcb). It was also noted a high value of insp resistance in the patient circuit test which corresponds to the time of the complaint. Not sure if it's related to the complaint but they obviously ran the hfo with an unapproved circuit if so. Before switching to hfo, a lot of volume delivery restricted alarms in simv mode. But as it's mentioned, this may not belong to the specific complaint about "patient disconnected". It worth checking what kind of circuit they used including accessories and pointing out the importance of using an approved circuit. If it is an approved circuit they used and still got such high resistance values, then we have to investigate the matter further if it can be related to the above problem. If you measure an erroneously lower than real pressure on exp at pct, you get an erroneously high insp resistance. The correction of field #b5 describe event or problem. This is based on the internal evaluation. #b5 describe event or problem: previous describe event or problem: it was reported that the ventilator alarmed for volume delivery restricted. Corrected describe event or problem: it was reported that the ventilator alarmed for patient disconnected even though the patient was connected. H3 other text : 4112

Event description:
It was reported that the ventilator alarmed for patient disconnected even though the patient was connected.there was no patient harm.manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator alarmed for volume delivery restricted. There was no patient harm. Manufacturer's ref.#: (B)(4).